Event description:
It was reported that the patients ipg site had oozing clear fluids. The patient was placed under antibiotics and was doing well. The patient will undergo revision procedure. Additional information was received that the patient underwent an ipg replacement procedure and the new ipg was implanted in a new pocket. The patient was doing well postoperatively and the explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg site had oozing clear fluids. The patient was placed under antibiotics and was doing well. The patient will undergo revision procedure.